Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in bulgaria. It was reported that patient faced slight pain, swelling and redness at the site where cannua was replaced. Patient consulted with a dermatologist and therapy with fucicort was prescribed. No further information available.